Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of feeling sick. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Prior to hospitalization, customer reported that infusion set was getting stuck to serter and it was found that cannula was bent. Customer also had low blood glucose of 36 mg/dl, which was treated with food. Customer declined troubleshooting. Customer was advised to monitor insulin pump.